Manufacturer narrative:
Concomitant product: product ID 977a160, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a160, serial # (B)(4), implanted: (B)(6) 2015, product type lead.

Event description:
The healthcare professional reported via the manufacturer representative that the patient had a loss of pain coverage. It was unknown what factors may have led to the issue. Reprogramming was unsuccessful and a revision was scheduled for (B)(6) 2016. The issue was not resolved at the time of the report. The indications for use were lumbar radiculopathy and spinal pain. No device issues reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.